Manufacturer narrative:
Please note that this device is not available for testing or evalation. The lot number and additional details have been requested but have not been obtained. Additional information received will be submitted within 30 days upon receipt.

Event description:
The report received from the sales rep indicated that a trapease thrombosed several years ago and patient presented in ER.